Manufacturer narrative:
Literature citation: hao, z et al. (2025). Combining catheter ablation and left atrial appendage occlusion in high-risk patients with atrial fibrillation: a propensity score-matched analysis. Hellenic journal of cardiology. 84:4-12. B3: used literature publish date as event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via literature article. It was reported that serious injuries occurred. The following event was obtained via a propensity score-matched analysis evaluating patients with atrial fibrillation at increased stroke risk who underwent left atrial appendage occlusion (laao) with watchman flx closure devices or other non-boston scientific (bsc) laao devices, either alone or in combination with catheter ablation (ca). A total of 707 patients who underwent laao were included, with 166 patients analyzed after matching (83 laao alone and 83 combined ca and laao). Peri-device leak (pdl) was defined as an eccentric or central leak identified on transesophageal echocardiogram (tee) or left atrial appendage (laa) patency identified on computed tomography (CT) examination and ranged from less than 3mm to 3-5mm to greater than 5mm. Adverse events recorded during follow-up included pericardial effusion requiring pericardiocentesis, device embolism, thromboembolic events, device-related thrombus (drt), bleeding events, intracranial hemorrhage, heart failure (hf) and rehospitalization.

Manufacturer narrative:
Literature citation: hao, z et al. (2025). Combining catheter ablation and left atrial appendage occlusion in high-risk patients with atrial fibrillation: a propensity score-matched analysis. Hellenic journal of cardiology. 84:4-12 b3: used literature publish date as event date, as it is unknown d4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx left atrial appendage closure device with delivery system remains implanted; therefore, returned device analysis could not be completed. Device history record review the batch number of the watchman flx left atrial appendage closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx left atrial appendage closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, implant embolization, cerebral vascular accident (cva), pericardial effusion, heart failure, bleeding (major and intracranial hemorrhage) thromboembolism, and thrombosis (imaging and additional device required, hospitalization). Risk review a risk review was completed and confirmed that the events of implant did not seal, implant embolization, cerebral vascular accident (cva), pericardial effusion, heart failure, bleeding (major and intracranial hemorrhage) thromboembolism, and thrombosis were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via literature article it was reported that serious injuries occurred. The following event was obtained via a propensity score-matched analysis evaluating patients with atrial fibrillation at increased stroke risk who underwent left atrial appendage occlusion (laao) with watchman flx closure devices or other non-boston scientific (bsc) laao devices, either alone or in combination with catheter ablation (ca). A total of 707 patients who underwent laao were included, with 166 patients analyzed after matching (83 laao alone and 83 combined ca and laao). Peri-device leak (pdl) was defined as an eccentric or central leak identified on transesophageal echocardiogram (tee) or left atrial appendage (laa) patency identified on computed tomography (CT) examination, and ranged from less than 3mm to 3-5mm to greater than 5mm. Adverse events recorded during follow-up included pericardial effusion requiring pericardiocentesis, device embolism, thromboembolic events, device-related thrombus (drt), bleeding events, intracranial hemorrhage, heart failure (hf) and rehospitalization.